Event description:
It was reported that the patient presented on (B)(6) 2018 for a scheduled device replacement procedure for elective replacement indictor (eri). The right ventricular (rv) lead was noted to have insulation abrasion. Externalized conductors were observed in the pocket. The rv lead was explanted and replaced. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. A partial lead was returned in two pieces. Visual inspection of the partial lead did not find any anomalies except for procedural damage.